Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a possibility that noise was generated in the combined medical device. Electromagnetic interference between this product and a multi-item monitor with important parameters for combined medical devices was suspected. No health hazard occurred for this event.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. It was reported that, while the patient was being managed in the intensive care unit, there was a possibility that noise was generated between the pump and an electrocardiogram (ECG) monitor. Electromagnetic interference between the two devices was suspected and there was no health hazard due to the event. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4) until they expired on (B)(6) 2020. The hm3 IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. The heartmate 3 instructions for use notes that the hm3 lvad may create electromagnetic interference with ECG monitoring in the surgical procedures section. Adjustment of ECG lead placement may reduce level of interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.